Event description:
It was reported that the patient presented in the ER after receiving inappropriate therapy. Upon interrogation, an alert message for possible output circuit damage was seen. Low shock impedance was observed and insulation anomaly suspected. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.